Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (serial, primary UDI number). Upon review, the section d primary UDI and serial number have now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the delivery issue was related to patient condition per short aortic root/arch and preexisting tavr valve

Event description:
The complainant reported that their physician was attempting to deliver an impella cp pump but was unable to do so due to patient anatomy in conjunction with a new transcatheter aortic valve replacement. Two attempts had been made, and the patient was already on extra corporeal membrane oxygenation, so the case was aborted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.